Event description:
It was reported that during a heavily calcified right coronary artery stenting procedure, after lesion pre-dilatation, the stent delivery system failed to cross the lesion. During device removal, it was noted that the stent was becoming dislodged from the stent delivery system. An unsuccessful attempt was made to pull the device into the guide catheter, but the stent caught on the guide catheter and dislodged. The stent delivery system was removed; however, the dislodged stent is lost in the body. The patient was given antiplatelet medication and will continue to take it after discharge. There was no additional information provided.

Manufacturer narrative:
(B)(4): catalog number - correction. Serial number - correction. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent dislodgement was confirmed. Guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch, a user facility medwatch was received as follows: while attempting to this cardiac stent, it became dislodged from its delivery system. It remains in the vascular system and is not retrievable. The MFR will pick up the delivery system for an investigation and evaluation. What was the original intended procedure? Placement of cardiac stents. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.